Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.